Manufacturer narrative:
Bag # 1: one (1) new list # 20130-01, spinning spiros® closed male luer, red cap; lot # 4793559, one (1) new bd 20ml syringe luer-lok tip, one (1) used list # unknown, spinning spiros; lot # unknown, and one (1) used partially full bd 30ml syringe w/ fluorouracil chemo drug were received for evaluation. The used spinning spiros with the partially full 30ml syringe partially filled with fluorouracil (5fu) both had evidence of dried drug at the luer connection interface suggesting a possible disconnect during use. The used spinning spiros had the spin feature activated and spinning freely. There was no evidence of shear tab malfunction or spline damage. There was no visible damage to the male luer threads of the 30ml syringe. Though the used spinning spiros was confirmed to be disconnected from the syringe when returned there was no evidence of spin feature malfunction during use that may have resulted in disconnect from a syringe. There was no breakage noted on any of the spinning spiros assemblies or the returned syringes. A probable cause cannot be determined. Both the new and used spiros were pressure leak tested using an auxiliary test (p-3g-376) at 7 psi while applying light bending/rotating forces that would be typical of use. Leakage did occur at the poppet/o-ring interface on both returned devices. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot number 4793559 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The customer reported a spiros that the spinning part broke off while the nurse was administering an IV push of 5fu. The device was attached to a bd 20ml syringe. The 5fu came in contact with the patient's shirt. A chemo spill kit was not needed. The leak occurred on the infusion site. The nurse was not wearing any personal protective equipment. There was no unprotected chemo exposure, no patient harm, and no delay in therapy.